Event description:
The customer called wanting to know why her meter readings contained a decimal point. It was verified the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the mmol/l readings. The customer was unable to reset the meter to mg/dl. The meter will be returned and a replacement will be sent.